Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there is a hole in butterfly tubing. Four (4) boxes are affected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The photo was evaluated visually and the customer reported defect was observed. Additionally, 30 retain samples were visually evaluated for holes in the tubing and all samples passed the testing as there was no evidence of damage or holes in the tubing. Further, 30 retain samples were evaluated functionally to assess leakage during use and no damage to the tubing or leakage during draw was observed. Also, the 30 retain samples were subjected to retraction lockout testing and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hole in the tubing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there is a hole in butterfly tubing. Four (4) boxes are affected. No adverse impact was reported regarding the patient or user.